Event description:
Gore excluder bifurcated endoprosthesis original implant date - 2005. In about 2 1/2 months later a reintervention occurred to resolve an ipsilateral leg distal type I endoleak. This was successfully accomplished using a larger 16 mm extender. The leak is sealed, the patient is currently doing well.